Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump and a broken belt clip. Customer stated that the pump alarmed during normal use. Customer was assisted with reprogramming the time and date. Customer was using (B)(6) batteries when he received the off no power alarm. Customer inserted a new (B)(6) battery today and received a battery out limit alarm. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.